Manufacturer narrative:
Concomitant medical products: dtbb1d4 ICD, implanted (B)(6) 2016.

Event description:
It was reported that there was undersensing of p wave. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.